Event description:
The complainant reported that the impella cp was successfully inserted. The physician was attempting single access technique, by placing a 7fr sheath-less guide. Upon attempting to place the 7fr, the start of the peel away sheath slightly cracked, and some oozing from the sheath occurred. The physician abandoned the single access and obtained right radial access for pci. The physician tied a suture around the sheath head in order to hold it together and decrease oozing from the outer portion of the sheath. The patient is stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of introducer damage - mechanical has been completed. The impella device was not returned for evaluation. Based on the lack of information provided and product not being returned, the root cause of the introducer damage could not be determined. According to the investigation results the failure mode for access site bleeding was removed because oozing was reported to occur only because the introducer had been damaged during single access. Without the failure of the introducer, there would not have been oozing. Due to the investigation findings the following have been changed on manufacture device report 1220648-2024-18333. B1 product problem only. H1 type of reportable event: malfunction. H6 code 1888 and 925 was reported incorrectly. New code was added to health effect - clinical code and health effect - impact code. H10 instructions for use were incorrectly added.